Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the clip opening while establishing final arm angle (efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. First clip was implanted with no reported issue. Second clip was attempted, however, it failed establishing final arm angle (efaa) 3 times. After troubleshooting was performed, the clip passed efaa and was implanted, reducing the mr to grade 2-3. No clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a